Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. The philips service engineer (se) inspected the device. The se found that the ground measurement readings were all out of tolerance. The se replaced the internal battery and power cord provided by customer and the ventilator passed all testing.

Event description:
It was reported that the battery on the ventilator required replacement. There was no patient involvement. The event date was not specified; estimate used.